Event description:
I have worn contact lenses for almost 20 years, and have used the acuvue oasys daily lenses for about five years. Last year I noticed that the new batch I received, with a new teal packaging (which I initially thought nothing of), had many contacts with issues, to the point where I would have to use 4-5 contacts every day instead of two. I haven't changed the way I use these contacts, but new issues I've experienced are 1) burning/irritation upon first putting them in. I'd have to take them out and clean them with solution, which helped a bit. 2) dry eyes towards end of day. Sometimes this would happen previously, but not to this extreme. I couldn't wear these lenses a full day. And 3) frequently, like every 3-4 lenses at random, after a few hours of wear it would feel like something was in my eye. When I removed the contact, I could see what looked like a small tear or white smudge on the lens that couldn't be removed. It would be in the spot that I felt discomfort in. I thought maybe this was a bad batch, so I tried one more time. This new batch I received is even worse. Every single day I've tried to wear these lenses they have the tear/smudge. When searching online to see if anyone else was experiencing the same problems, I found multiple reddit threads with hundreds of comments full of people saying they're experiencing the same exact problems. I also found a few other FDA complaints saying the same thing. The pictures I am including are the result of only a few hours of wear.